Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error at boot up. Technical services provided assistance in resolving the issue by recycling the power and the error cleared. No patient involvement or complications were reported as a result of this event.